Event description:
After completed tae procedure at ba-top aneurysm, the x-pedion 10 gidewire was separated from the distal part when the physiscian tried to remove the guidewire several times. Approximately 2-3 cm of the guidewire distal tip remained in the branch of lt-pca. No patient sequelae as a result of this event.